Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified external iliac artery. A 7.0mmx40mmx135cm (4f) sterling balloon catheter was advanced for dilatation. However, during initial inflation at 10 atmospheres for several seconds, the balloon ruptured. The device was removed, and the procedure was completed with another of same device. There were no complications reported and patient was in good condition post-procedure.